Event description:
The customer stated that they received an erroneous result for one patient sample tested with the elecsys pth stat immunoassay on a cobas 6000 e 601 module. The sample initially resulted with a pth stat value of 34.53 pg/ml and this value was reported outside of the laboratory. The result was questioned by the physician, so the sample was repeated. The sample was repeated twice, resulting with values of 60.24 pg/ml and 56.18 pg/ml. Both repeat values were believed to be correct and the 60.24 pg/ml value was reported outside of the laboratory. The patient was not adversely affected. The pth stat reagent lot number was 302670. The reagent expiration date was asked for, but not provided. The field service engineer found the liquid level detection voltage was misadjusted. He adjusted the liquid level detection voltage setting. He performed a baseline check of the analyzer. The customer ran calibration and controls; these were within laboratory guidelines. Precision studies were performed and these were within guidelines. Calibration signals were within acceptable ranges. Quality controls were within range. Based on calibration and control data, there was no indication of a reagent or instrument performance issue. Upon review of the alarm trace, there were no alarms relevant to the event. The investigation was unable to find a definitive root cause.